Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed an insulin flow blocked. They took the reservoir out of the insulin pump and it was not empty but the reservoir icon was red. They were assisted with performing the 5 units to fill the cannula. They reported that insulin did not exit and it alarmed an insulin flow blocked. They were advised to remove the reservoir from the device and to rewind. The customer pushed insulin through the tubing with plunger. They reported that the insulin exited the tubing. They rewound the insulin pump and reinserted the reservoir. They ran the 5 units to fill cannula and the customer reported that insulin exited the fill tubing. They were advised the insulin pump was working as designed. They were advised that the alarm was caused by an infusion and reservoir occlusion. Their current blood glucose level was 18.2 mmol/l. They declined troubleshooting for the high blood glucose. The product will not return for analysis.